Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, and the error did not reoccur. The caller was advised to wait 20 minutes before starting their sensor session, which they understood and acknowledged.